Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation the device was not returned to olympus for inspection. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the most probable cause for the malfunction is cause not established. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted. The results of the final investigation.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic lithotriptor's system indicator turned red and kept blinking even after restarting. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.